Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male patient's nurse contacted zoll customer support to report that a treatment was delivered while in the hospital. Review of the event indicates that the patient experienced an inappropriate defibrillation event. Multiple counting contributed to the false detection. The patient was reportedly conscious and pressing the response buttons. Review of the downloaded data indicates that the patient last used the response buttons approximately 70 seconds prior to pulse delivery. The response buttons functioned appropriately. The patient remained in the hospital and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and able to detect and treat. Monitor: initial use. Electrode belt: 01/2011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.